Event description:
In 2007, the dentist used two units of putty on one of his pts. On a month later, he sent this pt over to his periodontist for an implant and tooth grafting with the putty. The periodontist states that there was "no bone integration" and he had to remove the dbx. As of 2008, the periodontist states that the pt is "doing well".